Event description:
A surgeon reported a pt who had a dislocation of the intraocular lens (iol), 75 days postoperatively following implant surgery. The reason for the lens dislocation was not provided. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).